Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a moderately tortuous, severely calcified lesion with 95% stenosis in the distal circumflex artery. There was no damage noted to packaging. There were no issues noted when the device was removed from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device through the lesion. Excessive force was used during delivery. It is reported that the stent could not cross through the lesion and stent deformation occurred during positioning. The device was discarded due to the patient's medical history. The procedure was completed using another manufacturers product. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury is reported.